Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and dyspnea are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, a 3.5x38mm xience xpedition stent was implanted in the 80% diffused stenosis in the mid left anterior descending (lad) artery. The patient was stable post-stent implantation and was discharged on (B)(6) 2015. On (B)(6) 2017, the patient was re-hospitalized due to intermittent chest tightness and dyspnea, which was diagnosed as unstable angina, bilateral renal disease, carotid artery disease and iron deficiency anemia. The patient recently experienced black stool from an upper gastrointestinal bleed. Treatment included discontinuing aspirin, panosu-acid therapy, tachyfil, vitamin c supplementation and secondary prevention of coronary heart disease. The patient was deemed not suitable for coronary angiography; however, the stent was noted to be normal. No other intervention was performed and the patient was discharged on (B)(6) 2017. Per the physician, the relationship between the event and the device may be related. There was no additional information provided.